Event description:
The problem began 6 months after the installation of the charit'e artificial disc, I had more pain than before, the disc had also moved from its position, so the dr felt that it would be safe to fuse my back l-5 thru s1, so at present I am in extreme lower back pain. Diagnosis: shattered disc l-5, replace l-5.